Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no adverse impact to the customer¿s blood glucose level due to this reported event. Reportedly, the cartridge was changed to address the issue. Ultimately, the customer reverted back to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.